Event description:
It was reported that the handpiece was smoking during a procedure. There were no pt or user injuries, and no adverse consequences as a result of this event.

Manufacturer narrative:
Upon disassembly, corrosion was discovered throughout the device. The presence of corrosion can lead to internal components seizing up, which may cause the device to smoke when operating.